Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. The patient was admitted to emergency department on (B)(6) 2016. He had fallen 2 weeks before admission. His daughter stated that he showed signs of increased agitation and increased confusion. He was admitted with sepsis, secondary to pneumonia and urinary tract infection which was treated with antibiotics. He also had severe hyperglycemia and CT scan showed concern for ischemia. The patient was discharged to a nursing home due to chronic deconditioning weakness and increased risk for re-hospitalization. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.